Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: explanted stent requiring placement of another stent at intended lesion site. Device issue: difficult to remove. It was reported that the lesion was dilated with a 2.5x15 mm voyager nc balloon catheter. Then, the 4.0x33 mm zeta stent was implanted, covering the left main trunk (lmt) through the left anterior descending (lad) and bridging the left circumflex (lcx) as well. Then, a guide wire was advanced to the lcx, through the stent struts of the implanted zeta stent. Another company's balloon catheter was advanced over the guide wire that was placed in the lcx and the kissing balloon technique (kbt) was performed. However, as the balloon was not properly folded after the kbt, it got caught with the stent struts of the zeta stent and the balloon catheter could not be removed. Thus, against strong resistance, the whole system, the balloon catheter and the guide wire were pulled into the guiding catheter when the zeta stent was retrieved into the guiding catheter together with the devices. The procedure was completed after deploying another zeta stent. The stent implant was stretched, but the entire length of the stent was collected (removed). No adverse patient effects were caused. No additional information is available.

Manufacturer narrative:
Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, balloon, stent implant and in the guide wire lumen. There was contrast in the balloon and in the inflation lumen, the stent implant was returned completely stretched out and located on the distal taper of the other company's balloon. There was no other damage noted to the stent implant. The balloon was returned loosely folded. There was a kink in the hypotube 1 cm proximal to the guide wire exit notch. There were two kinks in the hypotube 7.6 cm and 22.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. There was another company's guide wire returned frozen in the guide wire lumen. There was a bend in the core of the guide wire 2 cm proximal to the tip of the guide wire. There was no other damage noted to the guide wire. Another company's balloon catheter was returned. There was blood on the shaft, balloon and in the guide wire lumen and in the balloon. There was contrast visible on the shaft and in the balloon. The balloon was returned loosely folded with the zeta stent implant located on the distal taper of the balloon. There was no damage noted to the competitors balloon catheter. There was another company's guide wire returned inside the guide wire lumen of the other company's catheter. There was no damaged noted to this guide wire. A new indeflator filled with water was used to pressurize and deflate the other company's balloon and inspect the refold. The balloon was deflated and the balloon folded flat. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.